Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band system to return to allergan. No additional information was provided. Follow-up findings: pfn was sent to allergan. Event description states: "explant." Follow-up findings: patient came in due to abdominal pain and vomiting. Esophagram performed and band slippage noted. Band replaced.

Manufacturer narrative:
Tape ii. (B)(4). The access port connector associated with this report has not been returned with the lap-band system by the reporter. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Band slippage, pain and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of pain as follows: "if there is total stomal outlet obstruction that does not respond to band deflation or if there is abdominal pain, then immediate re-operation to remove the band is indicated." "There was additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."